Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 on the main unit caused a crowbarring issue. A field service engineer replaced the 151622-01 board and the t board, but the new t board had busted connections on the retractor band part and had a bent pin. After installing a new controller card then it crowbarred again, which was traced to drawer 2.2, now replaced the 151622-01, and the drawer was configured to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer 2.1 and 2.2 were not detected on the communication bus, preventing users from accessing medication for a patient. This incident resulted in delays in dispensing medication to the patient, as the affected drawer remained inoperative until the issue was resolved and there was no patient harm. There were no adverse events or injuries reported based on this event.